Manufacturer narrative:
(B) (4). Results: myocardial infarction.

Event description:
The patient was admitted to the hospital for a staged pci. Post procedure, the patient experienced asymtomatic nstemi. The event resolved without treatment and the patient was discharged from the hospital. In the investigator's opinion, the event was not related to the study device, drug and the study procedure.